Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high impedances, noise, and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, resulting in a lead impedance out of range alert. Analysis revealed the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was also indicated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.